Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this event is not known to have involved zimmer biomet product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 4 mdrs filed for the same patient (reference 0001825034-2016-03988 & 04005 & 04009 & 04012).

Event description:
It was reported the patient enrolled in a clinical study and underwent a knee revision procedure on the left side due to aseptic loosening. All components were removed and replaced.